Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited high thresholds and high impedance. During lead revision, an insulation anomaly was observed. The lead was capped and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.